Event description:
It was reported that the patient had developed right ventricle (RV) paced cardiomyopathy with the RV leadless pacemaker (LP) implanted. The RVLP was explanted and replaced by a traditional bi-ventricle pacemaker system. Patient condition was stable pre and post procedure.